Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not pass the touchscreen test. The device touchscreen was found out be out of calibration. The probable cause was due to a broken touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device touchscreen did not respond when pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be out of calibration. No additional information was provided.